Manufacturer narrative:
The sample device is indicated as available for evaluation. As of the date of this report the sample has not yet been returned. A follow-up report will be provided once the sample is received and reviewed.

Event description:
In a pleural drainage, the radiologist could not push the catheter over the guide wire. Then a second catheter was opened and tried again. Since this attempt was unsuccessful again and the guide wire was hooked/wedged with the catheter and could no longer be controlled, everything had to be pulled out and the patient punctured again. Only after manual enlargement of the catheter opening by the scalpel could a third catheter of the same lot number be pushed over the guide wire. Patient had to be punctured twice and was in poor general condition. Uncertainty about material. Three more of the same lot-no. Available. Presumption of the radiologist = production error, too narrow opening at the tip of the catheter.

Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.